Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported when he looks inside the laser area of the inform ii meter, the metal piece is melted in the center of it. No adverse event reported. A request was made for the return of the meter, replacement was sent.